Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on 04/29/2022. The patient stated they lost consciousness and was transported to the hospital. The nurse told her the bg finger stick was 16 mg/dl and the cgm displayed values between 34-59 mg/dl. Although requested, she did not remember any treatment or medications she received. After discharge her bg was 130 mg/dl and normal. The patient could recall only vague details about the event. It is unknown how long the patient was at the hospital. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, information was clarified on (B)(6) 2022. It was reported that the patient was in the hospital for 3 days. No additional patient or event information is available.